Manufacturer narrative:
Note: reported complaint was confirmed upon receipt of the product. The device was repaired at the customer site and the subject component was returned for eval. Eval found that the component valve was out of tolerance. This out of specifications dimension caused the mixing valve to bind. The root cause of this reported complaint was attributed to component failure.

Event description:
During use of the device for a surgical procedure, the user observed an e0d alarm. The unit was reset twice and the problem returned. The unit was changed out and the user reported the surgical procedure was completed successfully. There was no adverse consequence to the pt as a result of this event.